Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 448 mg/dl. The customer was treated with insulin pump. Customer's current blood glucose is 242 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering and customer performed high pressure test but it did not passed on second time. Customer has been using insulin pump system within 48 hours of reported high bg event. The insulin pump will be returned for analysis.